Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event as the unit failed the touch panel test. The fsr reported the front panel assembly has moisture damage and ordered replacement parts. Upon receiving replacement parts, the fsr will repair the device to service specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspected device for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen is frozen and will not respond to input. The customer reported there is no patient involvement associated with the event.